Event description:
Pt received emergency room treatment for vomitting and elevated blood glucose levels. The pt's mother also reported that the pump screen was damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged display screen as reported by the pt's mother, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.